Event description:
The customer reported that the device does not turn on. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the device does not turn on. There is no reported negative pt impact. There was no report of pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.